Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that the coating on the connecting tube was peeled off. The customer's originally reported issue of a dented bending section cover was confirmed. The following additional findings were also noted: angulation out of standard value due to worn angle wire, dented connecting tube, broken bending section cover adhesive, corroded connector, worn electric contact, deformed up/down knob and grip part, broken charge-coupled device unit, loss of water tightness, and several lost ultrasonic elements exceeded standards due to a broken ultrasonic cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer that, during preparation for use in an unknown diagnostic procedure, it was discovered that the bending section cover of their evis lucera ultrasonic bronchofibervideoscope was dented. The procedure was completed successfully with a similar device, and there was no delay as a result of the issue. Upon inspection and testing of the returned unit, it was discovered that the coating on the connecting tube was peeled off. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress. The event can be prevented by following the instructions for use (IFU) which state: warning: never perform angulation control forcibly or suddenly. Never forcefully pull, twist or rotate the angulated bending section. Patient injury, bleeding and/or perforation can result. Olympus will continue to monitor field performance for this device.